Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact on the customer's blood glucose level. The customer was provided with instructions to reset the pump by technical support and successfully carried out the reset, which resolved the issue without recurrence. The customer was advised to call back if the malfunction code appeared again and affirmed their understanding of these instructions.